Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was noise visible on the electrocardiogram. The patient experienced multiple inappropriate defibrillation therapies and the lead also displayed an increase in pacing impedance. The physician capped and replaced the lead and the patient was in stable condition.